Event description:
It was reported that the intraocular lens failed to deploy from the introducer correctly. On deploying the lens into the patient's eye, it was discovered that the trailing haptic was still in the introducer. There was an additional surgery and time to extract original lens from the eye with a delay of approximately 20 to 30 minutes. Additional information indicated that the lens incision had to be enlarged by a few millimeters and an anterior vitrectomy was carried out. The procedure was completed successfully. Per account, although the patient became concerned at the additional length of time that the surgery took, she was okay after reassurance. It was added that the patient has since returned for the other eye to be done with no issues and is pleased with the outcome of the first eye.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record for the pcb00 lens were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. Based on the manufacturing record review results, the production order was manufactured according to specifications. The product met manufacturing release criteria. Correction to initial MDR: the correct receive date is (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). The preloaded insertion system (pcb00) and the intraocular lens (iol) were returned to the manufacturer for evaluation. The pcb00 device was visually inspected and the plunger component was observed in completely advance position. The pusher rod was observed out of the cartridge tip. Scarce amount of viscoelastic residues were observed in the device. The lens was received out of the pcb00 device, cut in two pieces and both pieces were sticking together. No haptic was observed inside the pcb00. Only one haptic was attached to the optic of the lens. The cause of the haptic detached could not be determined. A review of the directions for use (dfu) was performed and indicates how to fully advance the intraocular lens (iol) and the precautions included the following: do not advance the lens unless ready for lens implantation. The use of viscoelastics is required when using the tecnis itec preloaded delivery system. For optimal performance, use the amo healon® family of viscoelastics. The use of balanced salt solution alone is not recommended. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The exact age/date of birth at time of event is unknown. The date of birth provided was (B)(6) 1948. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.